Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-90256.

Event description:
Customer reported motor error alarms. During call customer mentioned sensor issues. Customer stated that about a month ago customer was having inaccurate readings form the sensor. Customer blood glucose was 200 mg/dl and sensor would be over 400 mg/dl. Blood glucose would 35 mg/dl and sensor was 100 mg/dl. Customer stated issues might have occurred because she was using an old transmitter. Customer has a new one and no issues have occurred. Current blood glucose was 149 mg/dl and senor was 134 mg/dl. Customer was advised how to properly calibrate the senor. No further information reported.